Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis lucera elite colonovideoscope is unable to display image during procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to mishandling. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. A few defects were noted where delamination of the insertion tube, insertion tub protector is worn, the control body identity badge is missing, the control body side cover is damaged, the no1 button is damaged, low angle, knob play, and the up/down brake is damaged. However, these defects alone are not considered severe enough to cause a potential adverse event. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.